Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information confirmed the leads were revised on (B)(6) 2020 due to lead migration.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2020-31172. It was reported the patient was planning to undergo a lead revision on (B)(6) 2020 for unknown reason. It is unknown at this time if the revision happened.